Manufacturer narrative:
(B)(4). Date sent: 7/25/2025. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. E1: unknown reporter. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any photos of the device available? What part came loose (closing trigger, firing trigger, handle, jaws, etc.)? Did any piece break off of the device? If yes, did it fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way? Were there any issues with the jaws of the stapler (visibly damaged)? Were any unusual or unexpected noises heard during time of use? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap. Hemicolectomy rechts, a piece of the front end of the device came loose, which made it impossible to fire the stapler. A new device was taken to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2024. D4: batch # 692c62. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload present. The reload was received with the one-piece sled detached and unfired making it non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 692c62, and no non-conformances were identified. Additional information was requested and the following was obtained: are there any photos of the device available? No. Did any piece break off of the device? Yes. If yes, did it fall into the patient? No. Did this alter the procedure in any way? Yes. Were there any issues with the jaws of the stapler (visibly damaged)? No. Were any unusual or unexpected noises heard during time of use? Unknowwn. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. Additional information received: how was the procedure altered after the alleged issue? They took a new stapler to complete the procedure.